Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alert. The customer¿s blood glucose was unknown at the time of incidence. Customer also stated that they experienced the hyperglycemia on (B)(6) 2019 with blood glucose value of 400 mg/dl. Customer also stated that retainer ring was fell off and reservoir was able to lock in place. The device will not be returned for analysis.